Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10/3.25 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 4atm upon inflation due to calcification. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and patient was good.